Event description:
It was reported to MFR, by dealer, via a phone call from their customer. Per the end user/customer, the daughter was doing a transfer and had her mother up over her bed, had not started to move away from the bed yet, when she noticed the lift was not going as high as normally it did. The daughter looked the lift over and discovered a crack in the base and lowered her mother back into the bed. No injury reported. MFR sending a replacement lift to end user and issued RMA to get lift in question back for evaluation.